Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter alleged obtaining a result of 25.2 mmol/l on the mobile system compared back to back with a result of 10.5 mg/dl on an unknown aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.